Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. A timeout was observed at the end of the pod's run in conjunction with an 0x18 empty reservoir alarm. The reservoir was confirmed to be empty. The pod delivered 4039 pulses, including immediate non-priming boluses no damages or deficiencies were observed on the needle mechanism, which was reset and redeployed successfully. The pod functioned as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while activating a pod the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The patients reported blood glucose level was 310 mg/dl.